Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument arced due to a ceramic crack. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the fenestrated bipolar forceps instrument to have thermal damage on the bipolar yaw pulley. There was no conductor wire insulation damage observed on the instrument.